Manufacturer narrative:
Corrected data: serial number inadvertently omitted. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient began experiencing weakness, decreased sensation in both legs and decreased rectal tone 2 days after implant due to an epidural hematoma. As a result, surgical intervention was undertaken on (B)(6) 2015, explanting the lead. Reportedly, neuromonitoring prior to the explant and evacuation of the hematoma was unable to obtain stimulation in the lower extremities. Follow-up identified the patient's in rehabilitation with improved motor and sensory functions.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.